Manufacturer narrative:
(B)(4). Initial reporter address: (B)(6). Address: (B)(4). The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set was leaking during priming. The leak was detected from a crack in the soft part of the tubing immediately under the drip chamber. The issue occurred immediately after removing the set from its packaging during priming with 5% dextrose in water and half-normal saline with 20 meq of potassium. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted the tubing was incorrectly assembled to the drip chamber. Pressure test and clear passage under water was performed. The reported condition was verified. It was concluded the leak occurs at the tubing chamber joint segment. The cause was a manufacturing issue, incorrect distance of docking between components and tubes during automated assembly. Should additional relevant information become available, a supplemental report will be submitted.